Event description:
An office nurse manager reported that a pt was hospitalized with a diagnosis of colitis one-day after undergoing a procedure with an olympus sigmoidoscope. During the hosp stay, the pt cultured positive for clostridium species difficile. The pt has since been released from the hospital and is reportedly doing well.